Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition an anti-reflux pca y-set was observed to be leaking at the level of y site, next to the valve, with venous return was confirmed during visual inspection of reported sample. One sample was returned to the plant for evaluation. Visual inspection revealed that the injection site was removed by customer to connect another product. Also a crack was revealed form the thread to the y angle. No other tests were performed. The assignable root cause of the reported condition is unknown. A batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Pharmacist of the facility reported, to baxter (B)(4), that an anti-reflux pca y-set was observed to be leaking at the level of y site, next to the valve, with venous return. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.